Event description:
It was reported by the patient that following generator replacement, the patient experienced an onset of bronchitis along with a metallic taste and an increase in coughing which occurred with vns stimulation. Review of the implant card confirmed that the generator was functioning as intended at the implant procedure. A review of manufacturing records confirmed that the generator was sterilized prior to distribution. No additional relevant information has been received to date.